Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with a feeding set. The customer reports that a patient was overfed and alleges that it resulted in re-hospitalization due to pancreatitis and ostomy issues.

Manufacturer narrative:
An investigation is currently underway. Upon completion of the investigation, results will be provided.